Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with syncope. Technical support noted a decrease in pacing lead impedance and automatic mode switch due to a loss of capture on the right ventricular (rv) lead. Furthermore, noise was noted on the right atrial (ra) lead. The rv lead was explanted and replaced. The patient was stable. Related manufacturer report number: 2938836-2019-06391.